Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for spinal pain. It was reported that the patient¿s complete system was explanted, because the implantable neurostimulator (ins) was exposed through the patient¿s skin. The device was explanted to avoid the risk of infection. The patient indicated that no falls or accidents occurred at or near the ins site. The rep read the battery, and impedances tested high. The device will be returned to the manufacturer. The issue was reported to be resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead; product ID: 97791, lot# unkown, product type: accessory; product ID: 977a260, serial# (B)(4), product type: lead; product ID: 97791, lot# unknown product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
System returned for analysis. No additional information.

Manufacturer narrative:
Analysis of the ins serial # (B)(4), analysis found no anomalies as the device passed the final functional test. Analysis of the lead serial # (B)(4), analysis found broken in the body of the lead at the anchor site. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Conductors 0, 1, 3, 4, 5, and 6 are broken 19.2 cm from the distal end. High resistance on circuits 2 and 7 varies as the lead is flexed at 19.2 cm from the distal end of the lead. Analysis of lead serial # (B)(4), analysis found no significant anomaly. No electrical shorts were identified between the circuits. Additional review indicated conclusion code is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.